Manufacturer narrative:
(B)(4). Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flogard infusion pump which was "out of service". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury, nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed, during the sample evaluation and event history log review, as failure code 94. Service determined that the cause was due to a damaged battery. The main battery was replaced, onsite at the facility by a field service technician, in order to resolve the issue. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.